Manufacturer narrative:
The returned valve was patent. The valve was returned at pl 1.5 and was not adjustable; therefore siphon, reflux, pressure-flow, pre -implantation and leak testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and may also interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was obstructed and could not drain cerebrospinal fluid. According to the report, the performance level was at 0.5 when implanted, but the patient¿s intracranial pressure was still high so the device was explanted. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.